Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Information was received that one infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The customer's reported problem was verified. Testing found the pump to alarm " cassette not attached properly". The root cause was determined to be fluid ingression. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.